Manufacturer narrative:
Initial and final MDR 1888928 - MDR 8021545-2024-01133 - device 1 of 3. E1: patient city: (B)(6). Patient country: finland.

Event description:
Unomedical reference number (B)(4). Event occurred in finland. On 16 may 2024, it was reported that pump giving insulin flow blocked alarm with 3 different sets and reservoirs. The pump detected an occlusion that prevents the flow of insulin. The patient rewinded pump and reinserted the reservoir, however, insulin didn't exit and pump alarms. No further information available.